Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary : it was reported that the basket wire tips of two ncircle tipless stone extractors "broke" during use. After a lithotripsy procedure, the baskets were used to capture and retrieve stones. The device function for both baskets were checked and confirmed prior to use. The issue was detected during the fourth stone capture for the first basket and during the third stone capture for the second basket used. Customer supplied photos show the basket wires detached from the basket cannulas. Another device from the same lot was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation : reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. Two devices were returned to cook for evaluation. A visual exam notes the basket wire has been pulled from the distal cannula on both devices. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified one other complaint associated with the reported device lot. It was for the same issue of one of the basket wires pulling free from the basket cannula. All baskets are tested for functionality and proper basket shape during production. The related complaint from the lot was not sufficient evidence to conclude that nonconforming product exists in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue could not be established. No procedural factors were known; it is possible that procedural factors such as the size, shape, and location of the stones led to the basket wire pulling free. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): postal code: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket wire tips of two ncircle tipless stone extractors "broke" during use. After a lithotripsy procedure, the baskets were used to capture and retrieve stones. The device function for both baskets were checked and confirmed prior to use. The issue was detected during the fourth stone capture for the first basket and during the third stone capture for the second basket used. Customer supplied photos show the basket wires detached from the basket cannulas. Another device from the same lot was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.